Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initially, it was reported that the patient was scheduled for surgical exploration of the vns system with possible generator and/or lead replacement. Further follow-up revealed that device diagnostics resulted in high impedance at a routine follow-up. It was noted that there was a possible increase in seizures. The patient underwent surgery. The lead pin was removed and reinserted into the generator header and device diagnostics resulted in high impedance. Further diagnostics were performed which all showed the device was functioning as intended.